Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the right crossbrace is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken just below the weld at the seat rail. An expanded evaluation was performed. The expanded evaluation report confirmed that the cross brace was broken into two pieces. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Provider states the right crossbrace is broken.